Event description:
It was reported that multiple inappropriate auto mode switch episodes due to far r-wave oversensing on the atrial channel was observed on merlin transmission. The ICD was reprogrammed and the patient will continue with home monitoring via merlin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.